Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The lead was returned incomplete and could not be functionally tested. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 (see MFR report # 1627487-2010-03133 for device 1). The pt received her scs system on (B)(6) 2009 consisting of an ipg and surgical lead for back pain. It was reported that she stopped using the therapy because it failed to provide adequate relief. Reprogramming was offered to the pt as a means to regain effective stimulation; however, she declined. On (B)(6) 2010, the physician decided to remove the pt's scs system. The explanted devices were returned to the manufacturer on (B)(6) 2010.